Event description:
It was reported that the system was explanted on (B)(6) 2025 for an unknown reason. There is no additional information at this time.

Manufacturer narrative:
Additional information indicates that the patient's system was electively removed in order for a spinal fusion surgery to take place. Therefore, this event is no longer considered to be reportable.

Event description:
Additional information indicates that the patient's system was electively removed in order for a spinal fusion surgery to take place. Therefore, this event is no longer considered to be reportable.